Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right lower lobectomy with lymph node dissection, it was found out that the reload could not be closed and could not be fired normally. Replace with a new reload, continue to operate on patient. There was no patient injury.